Event description:
Physician indicated on a 30-day follow up form dated 02/28/2007 for a patient implant in 2006; the patient had right external iliac occlusion 12 days post -op, requiring right common iliac sfa bypass with ptfe graft; resolved. Also indicates that no bifurcated device was used.